Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
Potential non-capture or oversensing can be seen causing bradycardia in the low 20s bpm. The patient felt fatigued and light headed. Post implant in (B)(6) 2025, the pacing threshold fluctuated abnormally and there have been inconsistent sensing amplitudes. No non-capture or oversensing can be seen on the hmsc or in neoexpress freeze screen. An in-person interrogation to assess the lead will be performed. Lead remains implanted.